Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: tip of nanopass reach 45 degree left was not sturdy and wobble and spin inside of shaft. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the distil tip weld broke.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the distil tip weld broke